Event description:
Per reporting from the operating room the surgeon identified that the hand piece for the si maryland bipolar robotic device was defective and it was immediately removed from the surgical field.